Event description:
It was reported that in routine water change. On performing heat/cool checks in an arctic sun device would not cool after heating up to 30 degrees. On testing heat and cool - device would not cool to 4 degrees. Device stayed around 30 degrees. Per follow up information received via mail on 31jan2025, this unit was not here yet.

Manufacturer narrative:
Correction: d, e, f, h. The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. The reported issue was confirmed due to a faulty mixing pump. Replaced mixing pump. A 2000-hour pm was completed on the device. As part of the pm, the circulation pump, heater, drain valves were replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The initial reporter phone number is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in routine water change. On performing heat/cool checks in an arctic sun device would not cool after heating up to 30 degrees. On testing heat and cool - device would not cool to 4 degrees. Device stayed around 30 degrees. Per follow up information received via mail on 31jan2025, this unit was not here yet.